Event description:
Per the clinic, the patient experienced a loud increase in sound, poor sound quality, discomfort and poor performance with the device. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.